Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. Although the caller had experienced cartridge alarms with consecutive cartridges, this did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support confirmed the need to replace the pump, and while the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.